Event description:
I received a new siemens covid 4-pack test kit through the new federal test distribution from usps. The kit was not damaged. But all 4 of the vials contained insufficient fluid to conduct a test. I compared the level to a test I have from genabio and confirmed that there was 1/2 of the required amount of fluid in the vials. So once the swab was inserted, there was insufficient fluid to conduct the test. In the photo provided, it may be difficult to discern that the vial on the left (siemens) was smaller than the one on the right and that the fluid level was 1/2 of the area marked for a full vial. Reference report #mw5148122, #mw5148123, #mw5148125. Refer to add'l documents in i2k.